Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the linkassist device is unintentionally releasing the headset. Caller reported the device would not fire the headset when she was pressing the release button, but after taking the linkassist away from her body all of a sudden the headset "would fly across the room" when she was not pressing the release button. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.